Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported being injected with 1ml of juvéderm® voluma¿ with lidocaine in the chin. A week later, the patient reported feeling "very unhappy with [the] filler" and "the area was red and swollen". Upon review in another clinic, a healthcare professional noted "a lump with filler, more than likely that has been administered incorrectly, and the lump will not settle itself". The filler was dissolved. Symptom status is unknown.